Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the 30-degree with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical hernia etep surgical procedure, the image on endoscope was not oriented as desired. The customer stated that all the screens presented this behavior. Prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse), the customer reseated the endoscope mounted on universal surgical manipulator (usm3). The tse reviewed the logs but could not find any relevant errors. It was further stated that resetting the video setting by default helped them recover the image orientation. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during umbilical hernia procedure. The commands from the arms were reversed. When surgeon moved the right master tool manipulators (mtmr), the visuals on screen were displayed for the forceps on left side. The issue was present on 30-degree endoscope. The endoscope was installed in horizontal orientation. The surgeon did confirm a desired orientation and target when the endoscope was installed. An indication of the image orientation was provided to the user via user interface. The endoscope and endoscope's adapter/base were still attached. The endoscope did not have any missing components or screws. The endoscope was manually rotated by 180 degrees prior to the event. The surgeon did not manually associate the right and left masters with the respective arms for intuitive motion. To resolve the issue, customer removed the endoscope 2-3 times from the usm, placed it back horizontally after disconnecting and re-connecting it. The procedure was completed using the same scope. The vision issue did not cause a patient injury.

Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the complaint to determine the root cause. The following additional information was obtained: the probable root cause of reported event may be attributed to improper setup, specifically related to the endoscope installation on the arm and endoscope settings.

Event description:
Refer to h11 for follow-up information.